Event description:
The hospital advised that the pump had been programmed at very low rates in the drug rate calculation mode. The pump alarmed and displayed error code 107 when the infusion was started. There was no patient consequence.